Manufacturer narrative:
Occlusion is addressed in the IFU. Eval: event is still under investigation.

Event description:
On (B)(6) 2011, a female pt underwent emergency abdominal aortic aneurysm repair. Accessing the patient's femoral artery, the endovascular stent grafts were delivered over two lunderquist wire guides (260cm). The procedure went smoothly considering that this was an emergent situation, all devices were introduced and deployed in their intended positions with adequate overlap between the main body and the iliac limb extensions. Upon regular f/u computed tomography angiography of this patient's endovascular device, it was discovered that the patient's left common iliac stent graft was significantly compressed (at the level of the contralateral iliac junction) and had thrombosed the limb. Updated info rec'd on (B)(6) 2011: the physician did not notice compression on 30 day f/u computed tomography angiography. No add'l procedure has been performed or scheduled, physician will monitor pt. The pt has small vessels and there was calcium present.